Event description:
Prior to firing the laser, large pockets of cold pixels and tdt expansion were visible after selecting temp monitoring. The MRI was stopped and acquired a t1 volume to check for blood. No blood was found. And archived profile was opened and started over and the same results were seen. The probe was moved to a different position and the same issue was seen. Looking at the (B)(6) data, the small signal void of the probe was constant during gre acquisition within the first 8 measurements. When temp monitoring was started (cooling starts), rapid growth of the signal void (cold pixels) was observed. The probe was removed and a new probe was utilized without issue. The case proceeded as usual.